Event description:
Caller reported a malfunction on the pump, and no notable events occurred prior to the issue. Impact on the customer's blood glucose level is unknown as they declined to answer whether it exceeded 500 mg/dl. Technical support assisted the caller with resetting the pump after the malfunction code appeared, and since the malfunction code did not recur, the customer was advised to continue using the pump and to call back if any issues reappear.